Event description:
Pt self tester alleging discrepant inratio readings: inratio: 0.8, poc meter: 1.9. Results obtained within one hour time period. Pt's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.